Manufacturer narrative:
The device analysis was completed on 12/10/2015. Complaint conclusion: as reported by a healthcare professional, a leak was found from the middle of the prowler select plus (606s255x/16084189) catheter during saline infiltration before use on patient. The device was exchanged for a new product to complete the procedure. The device had not appeared damaged when removed from the package, and there was no appearance of damage at the leakage area. No other devices had been inserted into the microcatheter prior to the leak. There was no report of patient injury. The product was returned for analysis. A non-sterile prowler select plus 150/5cm was received coiled inside of a plastic bag. The device was inspected and it was found damaged. The microcatheter was inspected under microscope and it was found damaged; the body of the microcatheter and the braided wire shows mechanical damages that result in scratched marks; this can suggest that this damage was caused by an unknown tool or device. The received microcatheter was flushed using a lab sample syringe (635-002) and it leaked from the damaged section noted on the device. A review of the manufacturing documentation associated with this lot 16084189 presented no issues during the manufacturing process that can be related to the reported complaint. The manufacturing process was reviewed and it was determined that there were no tools used during the manufacturing process that could cause the type of damage found on the device. The failure reported catheter leakage was confirmed during the functional test. The cause of the leakage was due to the damage found on the body of the received device. The leak was related to catheter damage caused by an unknown tool or device. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process since there are no tools used in the manufacturing process that could cause this damage. Procedural factors appear to have contributed to this failure. Additionally inspections are in place as that prevents this type of failure from leaving the manufacturing facility. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Manufacturer narrative:
Information regarding patient age, gender, and weight were not provided. (B)(6). (B)(4). The device was returned for analysis; however, the analysis has not yet been completed. Review of DHR for lot 16084189 found no issues that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, a leak was found from the middle of the prowler select plus (606s255x/16084189) catheter during saline infiltration before use on patient. The device was exchanged for a new product to complete the procedure. The device had not appeared damaged when removed from the package and there was no appearance of damage at the leakage area. No other devices had been inserted into the microcatheter prior to the leak. There was no report of patient injury. The product was returned for analysis.